Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "comparison of novel and reusable duodenoscopes in a single center show similar contamination rates that do not correlate with clinical infection". Literature summary we conducted a prospective observational study of bacterial contamination in olympus tjf-q180v reusable duodenoscopes (r-180) from oct 2021 to sep 2022 compared to tjf-q190v novel duodenoscopes (n-190) with disposable tips from oct 2022 to sep 2023 used in consecutive endoscopic retrograde cholangiopancreatography (ercp) at our institution. Each scope was sampled with brushing and flushes after post-procedure reprocessing. One comprehensive sample per scope was submitted for culture (macconkey agar and ts broth). There were 428 total samples collected from r-180 scopes with 4 positive cultures from distinct duodenoscopes yielding a contamination rate of 0.80% (95% ci -0.05, 1.65%). There were 317 total samples collected from n-190 scopes with 1 positive culture yielding a contamination rate of 0.32% (95% ci -0.31, 0.95%) (table 1). The contamination rates were not significantly different (p z 0.383). In r-180 scopes, 1 colony forming unit (cfu) of gram-negative rods was identified in each of the 4 positive cultures (table 2). The single positive culture from an n-190 scope grew 1 cfu of klebsiella pneumoniae. None of the patients exposed to either duodenoscope generation with a positive culture had an existing infection nor developed a positive blood culture or sepsis after ercp.